Event description:
My bipap machine is one of the phillips respironics machines under the huge recall. I never knew that's why I kept getting a rash on my face every night from wearing my face mask. Until I just recently heard about the tea call and part of it can case skin, eye, and respiratory tract irritation. Now I know why my face keeps breaking out each night from my machine. I tried all kinds of creams and one doctor thought it was eczema and told me to try a certain lotion that did not work. The rash is not painful but is annoying and looks ugly because it's little red sports all over my face which is embarrassing. It's on my cheeks mostly. No that I have the recall paper I finally know what it is. My doctor did say to keep using the machine though until phillips decides to either replace or fix my machine. My doctor said that using the machine out ways the risks of a rash and to keep and I on it or if I see any particles in my tubing (which is hard when I am asleep). So I still use it. The paper I received from the company that handles my machines things like my masks, tubing, cushions, ect. Named apria stated that if we had any side effects from the machines that's on the recall list to report it here. So I am. FDA safety report ID# (B)(4).